Event description:
The customer called to make sure that her insulin pump was programmed correctly. The customer stated that she was treated for low blood glucose levels by the paramedics. The customer stated that her blood glucose reading was 31 mg/dl when the paramedics arrived. Troubleshooting was performed and found that one of the insulin sensitivity settings was not set correctly. All other programming seemed correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.